Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 514 mg/dl and trace ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was still hospitalized at the time of the report with tandem technical support, however, customer indicated the issue was resolved and no permanent damage was sustained. Customer's healthcare provider reviewed pump history and confirmed the pump was functioning as intended.